Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 12.7 mmol/l with positive ketones associated with multiple loss of prime warnings. The reporter indicated that the pump emitted multiple loss of primes that did not resolve with multiple replacements of the cartridge including cartridges from a different box. This report is made based on the allegation that the patient experienced hyperglycemia associated with multiple loss of prime warnings on the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump total daily dose history was found to correctly reflect the user programmed basal rates. The pump black box showed evidence of loss of prime warnings associated with zero force on (B)(6) 2015 at 21:31; deliveries were not resumed until (B)(6) 2015 at 06:57. During testing the pump performed the rewind, load, and prime and exercised for 24 hours without loss of prime warning occurring. A flow accuracy test was performed and confirmed the pump was delivering within required specifications. A force sensor calibration test was performed and confirmed the force sensor was detecting force correctly. The pump was opened and evidence of moisture was observed on the force sensor components. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad. Also unrelated, the keypad was observed to be peeling; all buttons remained responsive and no button contact defects were found. (B)(4)